Event description:
Info rec'd indicates, the head of the bed will not rise.

Manufacturer narrative:
The technician inspected hoses and cylinders for leaks...none. The technician was unable to raise the head section manually. He checked voltage at head up coil...15vdc. The technician replaced the head up valve solenoid cartridge to repair the bed.